Event description:
It was also noted that the pulse generator was at elective replacement indicator (eri).

Event description:
It was reported that the lead exhibited capture anomalies and high pacing thresholds, due to clavicular crush. The lead was explanted and replaced.

Manufacturer narrative:
Due to partial lead being returned, lead impedance test were unable to be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.